Event description:
In 2008, the pt's wife reported that the pt had been experiencing occlusion (e4) errors. She stated that she believes the issue is due to the pt's scar tissue, and he may need to use a longer cannula. She stated that he had to leave work to change the infusion site and infusion tubing. His blood glucose was elevated to 440 mg/dl and he bolused to lower his reading. An hour later, his blood glucose had lowered to 302 mg/dl, two hours later his blood glucose lowered to 123 mg/dl, and 3 and a half hours later, his blood glucose lowered to 44 mg/dl. His normal blood glucose range is 60-120 mg/dl. The patient reported that he has to eat at night to offset low blood glucose in the morning. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt's wife ordered a supply of infusion sets with a 10mm cannula length. Further attempts to follow up with the pt were unsuccessful. The alleged infusion set was requested to be returned for evaluation.